Event description:
Stryker left knee replacement. Underwent over one year of physical therapy and still having pain, stiffness and clicking. Have seen two other orthopaedic doctors besides the doctor who performed the surgery, and all they say is that the x-rays show nothing abnormal. On my last visit to the performing surgeon, I asked him again about the problems with my knee and his reply was "what do you want me to say, the x-rays look ok and the physical therapist said everything was ok." My physical therapist told me that there was something wrong with the knee and I should continue to pursue a remedy to the problem. I would like to know if there was a problem with the stryker product and what should I do next. I don't like walking with a limp and taking pain pills to deal with the pain. Have there been other reports of dissatisfaction with the outcome of this surgery. Stryker knee replacement. Physical therapy from 2008 through 2009. Water exercises from the same month to date. Dates of use: 15 months. Diagnosis or reason for use: arthritic knee.